Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the cardiac arrest cannot be confirmed. However, there is no evidence of device malfunction or that the bav balloon having any relationship to the cardiac arrest and/or sequential death. It is more likely the patient¿s comorbidities contributed to the cardiac arrest/death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Should the information be received, this case will be reopened and further investigated.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure in the aortic position, right femoral access was obtained and a balloon angioplasty was selected to be performed with 16mm edwards balloon. During inflation of the 16mm bav balloon with nominal value, the balloon migrated slightly into the left ventricle. Shortly afterward the blood pressure dropped and the patient went into ventricular tachycardia, followed by ventricular fibrillation. Attempts were made to resuscitate and defibrillate the patient, unfortunately none of these resulted in success and the patient died.